Event description:
It was reported the device was used during a sigmoid colectomy procedure. It was reported the surgeon fired the tl60 across the sigmoid colon. When the device was opened the surgeon discovered it had cut, but did not staple. The procedure was completed with a u.s.s.c. Ta55. There was no consequence to the pt. 6/19/97 it was reported the surgeon fired the tl60 across the sigmoid colon and then cut the tissue with a scalpel. Upon opening of the device the surgeon discovered it did not staple. The surgeon completed the procedure with a ussc ta55.

Manufacturer narrative:
Based on the info received and the visual and results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed all the staples as designed. The instrument mfg batch history records were investigated and there were no anomalies noted for missing staples during mfg. It should be noted that a 100% visual inspection takes place during mfg to ensure that all staples are present prior to shipment. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.